Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the inner anchor fully activated, the distal end of the outer anchor is fractured away at the suture window. The green suture string was returned off the anchor and insertion device. The distal end of the insertion device is deformed and all returned items have debris on them. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A clinical review states the footprint suture anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further risk to the patient is anticipated as a result of the additional bone hole. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - clinical & impact codes).

Event description:
It was reported that during an acl reconstruction surgery, the footprint suture anchor broke during implantation in a 5.0 mm bone hole. Some of the broken pieces were removed from the patient by forceps, but the front end of the anchor was left secured inside the patient. The procedure was completed with non-significant surgical delay using a back-up device in an additional bone hole. A void was left in the patient. No further complications were reported. The status of the patient is good.

Manufacturer narrative:
Internal complaint reference: (B)(4).